Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
The customer contacted baxter's technical service center originally to report a low drain volume (ldv) alarm, which occurred on the homechoice (hc) during use during initial drain. The drain volume (dv) equaled 305ml. The home patient (hp) stated that his transfer set broke the night prior and he drained out most of the last fill that morning all over the bed. The hp stated that he felt empty and wanted to bypass into fill 1. The baxter technical service representative (tsr) assisted the hp with bypassing into fill 1. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the pd nurse (rn) regarding the reported problem. The rn stated the transfer set fell apart, and had to be replaced. She did not know the lot number, or how long it was being used. The sample had been discarded. The home patient has continued therapy no injury or medical intervention was reported as a result of this incident.